Event description:
It was reported that during an implant attempt the lead helix failed to extend after repositioning. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix was disengaged from the helical channel. Blood/body fluid was present on the distal conductor and in/on the helix mechanism. The helix does not extend due to being over retracted.